Event description:
It was reported the patient had no stimulation sensation. It was stated the patient had a fusion in (B)(6) 2013 and the device was working until then. It was noted the patient tried to use the patient programmer at home but was unable to turn it back on following the fusion procedure. It was stated the patient had no trauma or falls. It was stated there was no electromagnetic interference (emi) that was identified in the exam room at the time of report. It was noted the device was possibly at end of life (eol). It was noted the patient did not have the patient programmer with them at the appointment. It was stated the patient had an appointment scheduled for the end of (B)(6) with their doctor. It was noted the manufacturer representative would try to interrogate the implantable neurostimulator (ins) in the hallway to rule out emi. It was further reported the clinician programmer would not ¿talk to it¿ in the room on the day of report. It was stated the manufacturer representative had gone out into the hall with the patient and it read the device. It was noted the device had 80% battery life left. It was stated the patient was ¿all good.¿

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l96649, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).